Event description:
The patient was implanted with the rns system and bilateral hippocampal depth leads on (B)(6) 2023. Frequent epileptiform discharges and electrographic seizures were recorded. Stimulation was enabled on (B)(6) 2023. He was hospitalized (B)(6) 2023 with a diagnosis of status epilepticus and subtherapeutic levels of his antiseizure medications. The discharge date for this hospitalization is unknown to neuropace. At a clinic visit on (B)(6) 2024, the patient reported worsening of seizures, so stimulation was disabled. On (B)(6) 2024, the patient and family reported that seizures were more frequent so stimulation was reenabled. On (B)(6) 2024, the patient was admitted to the treating facility with a diagnosis of nonconvulsive status epilepticus. Stimulation was disabled on (B)(6) 2024 but detection and recording continued. Multiple changes were made to antiseizure medications during the hospitalization. The patient was discharged on (B)(6)24 with frequent epileptiform discharges and electrographic seizures persisting. He returned to his usual activities but is reporting frequent seizures, which are consistent with electrographic seizures as recorded by the rns system. Results of a workup for autoimmune encephalitis are pending at the time of this report.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for detection.